Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) events during the night. The lowest recorded bg was 64 mg/dl. The event was corrected with carbohydrates. The device provided a low bg alert. No symptoms were reported, and no medical intervention was required.